Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during flap creation, the flap was not cut from six to eight o'clock hour. There appears to have been pseudo suction due to conjunctiva. The surgeon cut the flap with scissors and ablation was completed without incident. The surgeon is unclear as to why there was pseudo suction.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. A review of the logfile for the day showed during start up, the vacuum check, the energy check and the ablation check were performed without issue. The image of the ablation check showed a valid and good test. The logfile showed successfully finished treatments on that day. The logfile showed the energy was stable during the treatment. No relevant deviation between planned and performed energy was detectable for the treatment. The user operated surgery within optimized arrangement. No technical root cause of device was detectable during review of the logfile. The treatment report does not show any abnormal figures. All used parameters were within the recommended limits. The treatment image showed a decentered docking and a conjunctiva that was supplied with blood. This might have bene an indicator for several and difficult docking attempts. A loose conjunctiva could lead to a pseudo vacuum. No technical root cause was identified as the product was found to be within specifications. According to the information in complaint, the root cause was externally related to patient eye anatomy and docking technique. The manufacturer internal reference number is: (B)(4).